Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two suture broke at the needle while the surgeon was suturing and one was already broke (unattached) when opened.